Event description:
Reportedly, during the procedure the instrument could not coagulate the tissue properly. Note: additional information has been requested; however, to date no additional information has been received.